Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 11/14/2014 with the following findings: the complaint could not be investigated due to an unrelated issue. The pump powered on with an unreadable dim and discolored display screen. The bolus button cover was found to be torn. There was no evidence of moisture ingress, damage, or defect to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).